Event description:
It was reported that the device has defective 3 lead ECG cable and lead set. There was reportedly no patient involvement. The bench tech evaluated the device and determined that the 3 lead ECG cable and lead set require replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the 3 lead ECG cable and lead set, which were replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.